Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) locking titanium adapter ¿unscrewed spontaneously which resulted in an opening of the circuit¿. This was noted during use for peritoneal dialysis therapy. There were no other details. There was no report of patient injury or medical intervention associated with this event. No additional information is available.